Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and an evaluation is in progress. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is applying excessive force while grasping and manipulating tissue, or when applying excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the grasper broke off into the patient. The fragment was retrieved, however the patient remained in surgery approximately three hours and three surgeons had to assist in the removal of the fragment. Knee arthroscopy. Follow-up investigation: the original procedure was scheduled to remove loose bodies from the patient. During the process of removing the loose bodies the grasper broke. The fragment was located in the lateral gutter. The length of the operation, approximately 3 hours, was due to locating and removing the grasper tip. It took approximately 15 minutes to remove the loose bodies as planned, the remaining time was due to the broken grasper tip. The loose bodies scheduled to be removed during the procedure were not arthrex products. An extra incision was needed to remove the grasper tip.